Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of analysis and fmea, the most probable root cause is user error; improper implant size selection, using too long of an implant or installing the implant too deep.

Event description:
The patient had left side si joint arthrodesis in (B)(6) 2019 where three implants were installed. The patient complained of left side radicular pain following the procedure. The surgeon determined that the middle positioned implant had slightly breached the neuroforamen. In (B)(6) 2020, the surgeon performed a revision procedure where he backed up, but did not remove, the middle implant five millimeters to relieve the nerve impingement. No other preexisting implants were adjusted or removed. The patient's radicular pain symptoms resolved following the revision procedure.